Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. Visual inspection of the returned generator indicated all I/o connectors and labels appear to be free of physical damage. It was also verified that all internal components were secured. Power was applied to the rf generator and the power on self-test was unsuccessfully performed, as indicated by no audible tone emitted. The display failed to illuminate with only a black screen displayed. Functional testing of the returned rf generator revealed a cmos (complementary metal-oxide semiconductor) checksum error when connected to a secondary video display. The bios settings within the upper assembly microprocessor have reset to factory default settings which resulted in the subsequent loss of display. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted cmos battery within the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure the generator was booting to a white screen that eventually faded to black. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences to the patient.